Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty fan in the lamp housing. However, the specific cause of the faulty fan in the lamp housing was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), that the emergency lamp kept turning on while using the evis exera iii xenon light source. The issue occurred during the diagnostic procedure (colonoscopy) and there was a 5 to 10 minute delay. The procedure was completed with the same set of equipment. According to the customer, this had been an intermittent issue between (B)(6) 2023 and (B)(6) 2023, in which this failure had occurred a total of six (6) times and the emergency light had to be used to complete those procedures. On (B)(6) 2023, it was find for the first few procedures but then the incidents started to occur again. Initially, it was thought it was related to the processor being hot, so the users would keep the unit off between patients until it was needed. Once used, it would be fine in the beginning but then it was start beeping and the emergency light would come one. Eventually, another procedure room became available when the doctor in that room completed cases, so the customer moved all other cases on the schedule that day to the available room and closed that procedure room until olympus could be contacted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
When speaking with to olympus technical assistance center (tac), the customer reported that the emergency lamp keeps turning on but there is no error code. The bulb was replaced the day prior and maj-1817 is being used. The lamp door was closed and was tight enough. The customer reported replacing the lamp twice following the instruction manual. The customer also reseated the light cable and the door but the issue would not resolve. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty lamp housing fan and clogged air vent. There was a bad socket that had debris inside and the bottom chassis, front panel chassis, front panel inside board and top cover were found to be corroded and had heavy dust inside.  The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available. This report is related to and linked to the following patient identifiers and submitted medwatches: c43164150/143098, c2313583/143091, c23164152/143556, c23164154/143564, and c23164155/mw144730